Manufacturer narrative:
On (B)(6) 2022, mentor was notified that the patient's ethnicity was not hispanic/latino. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation surgery with implantation of a 750cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced heat and redness of the right axillary scar. Upon a physical examination, the healthcare professional noted presence of edema on the right breast¿s upper pole. A culture was taken from the area and the patient was found to have a bacterial infection of serratia marcescens which they were prescribed ciprofloxacin. As a result, the patient underwent unilateral removal of the right prosthesis without replacement on (B)(6) 2021.